Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely through merlin.net transmission, the implantable cardiac monitor exhibited undersensing r waves and inappropriately sending pause episodes. No intervention was performed. The patient was stable.

Event description:
New information received notes that the patient presented in the clinic for a routine follow-up visit on (B)(6) 2019. Upon review, further pause episodes were observed. The episodes were under-sensing of r waves. The device software was upgraded successfully. The patient was asymptomatic and stable.

Event description:
New information received on (B)(6) 2019 notes that the patient presented in the clinic for a routine follow-up visit. Upon review, multiple false pause episodes were observed. The episodes were actually undersensing episodes and not related to a patient heart rate. The device was reprogrammed. The patient was stable.